Manufacturer narrative:
It was reported that during priming the touchscreen was black. Due to an emergency situation the cardiohelp was used on a patient in the emergency mode. A getinge service technician investigated the unit on (B)(6) 2021 and could not confirm the failure. The technician performed all tests which were passed successfully. The device was put back in use according to factory¿s specifications. According to the cardiohelp risk analysis dms# (B)(4) the most probable root causes are: overvoltage. Internal current power distribution malfunction. Most probably due to an overload the cardiohelp can switch the touchscreen off for electrical protection. In the provided logfiles the error "maximal engine output exceeded" was logged confirming a high load of the cardiohelp. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Based on the investigation results no product related malfunction could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the touchscreen was black during priming. Due to an emergency situation the cardiohelp was used on patient in the emergency mode. The cardiohelp was replaced. No patient harm was reported. Complaint ID#: (B)(4).